Manufacturer narrative:
The rf3 sapien introducer sheath was returned to edwards lifesciences for evaluation. The sheath and introducer were evaluated via visual and dimensional inspection. Visual inspection revealed numerous scratches on the distal portion of the introducer on an area where it is not overlapped by the sheath. The sheath's radiopaque (ro) tip showed signs that the material was stretched away/bent from the introducer and bent/pressed inwards toward the introducer. The ro tip did not have scratches but signs of the material folded. Once the introducer was fully inserted into the sheath, the seam located between the two revealed small gaps/areas where the ro tip is lifted away from the introducer. The ro tip material was stretched away/bent from the introducer. The sheath was dimensionally inspected for inner diameter (ID) and the introducer for outer diameter (od) where the transition between the sheath tip and introducer is located and just proximal of the taper. All measurements including the gap between the introducer sheath and the sheath tip were measured and found to meet specifications. Review of the complaint history revealed nine (9) similar complaints related to the inability to insert the sheath inside the patient. For the complaints where an engineering evaluation was conducted, no manufacturing non-conformances were confirmed and for each it was concluded that there was insufficient information available to determine the root cause for the observed event. Evaluation of the returned devices revealed no manufacturing non-conformities that could have contributed to the reported event. The "burrowing" between the introducer and sheath is the ro tip being pressed inward. This was likely caused by difficult insertion related to patient vessel characteristics and/or anatomical factors. It was reported that the patient had mild calcification and mild tortuosity. However, the edwards review of the submitted CT images, noted that the common iliacs demonstrated rfa circumferential disease with the lfa noted to have less disease than the right. Resistance was met with three consecutive attempts to insert sheaths, which suggests that the patient's anatomy could be the cause for the inability to advance the sheaths. The complaint was not confirmed and no manufacturing non-conformances were found in the returned sample. All sheaths undergo a 100% visual inspection to check the distal sheath tip bond for "incomplete fusing, over-stretched material, excessive steps or bumps, serrated transition, holes or rough surface". Also a 100% inspection is performed to "inspect distal end i.d. (B)(4)". In addition, a 100% inspection is done to inspect the distal introducer tip integrity for "no splits, breaks, flashes or other mechanical damage to end of tip" and to inspect shaft integrity to be "free of process and surface defects such as cracks, dents, scratches, marks, and discoloration". These inspections make it highly unlikely a damaged component/device caused a dissection to the patient. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral tavr procedure. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the access site diameter was 8.2mm and per report the patient's vessels were noted to be both mildly tortuous and mildly calcified. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the transfemoral approach. This may be due to excessive calcification not appreciable on imaging, tortuosity, and/or small vessel diameter. Per the instructions for use, rf3 training manual, and the patient screening manual, this product is contraindicated for tortuous or calcified ilio-femoral vessels that would prevent safe entry of the introducer and sheath. In addition, the patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, it is likely that vessel characteristics, procedural factors, and the patient's co-morbidities contributed to the reported iliac dissection. Since no labeling or IFU inadequacies have been indentified, no further action is required at this time.

Manufacturer narrative:
CT and cine images were submitted to edwards for review. The following observations were made: CT review - CT review of common iliacs demonstrate rfa circumferential disease. Lfa is noted to have less disease than right. No porcelain aorta but noted calcium on aortic arch. Cine review - moderate-severe aortic calcification, moderate aortic root calcification, no porcelain aorta, and severe non-circumferential mac. Bav performed x2 and unremarkable. No cine images available for review of sheath insertion, sapien valve positioning / deployment, or post deployment aortogram. Impressions - on CT images there is significant concentric calcium present in the rfa and islands of calcium present in the lfa. No measurement of the peripheral vessels were available for review. On cine images there were no images available of the sapien valve positioning, deployment, or post deployment aortogram. Unable to assess for aortic rupture as per the images supplied.

Event description:
As reported by the edwards clinical specialist, at the beginning of the procedure and after the vessel was dilated up to 22f, the physician reported feeling resistance during the insertion of the sheath. When the sheath was removed, burrowing was noted between the transition point of the introducer and the end of the sheath. The physician then attempted to insert a second sheath but met resistance once again. In order to troubleshoot, a 10mm conduit was sewn to the external iliac, but was once again met with resistance. A vascular surgeon was then called in to perform a retroperitoneal cut down. A third edwards sheath was opened and the physician attempted to enter once again through the peritoneal cut-down but was unable to advance due to the patient's vessel anatomy. The decision was then made to deliver the retroflex 3 delivery device through a 22f cook sheath. After successful valve deployment, and upon removal of the cook sheath, a runoff angiogram revealed a feeling defect in the initial distal anastomosis of the original cut down, requiring an endarterectomy of the common femoral, profunda and sfa, and the placement of a 2cm inter-postal graft and a 2cm patch.

Manufacturer narrative:
Investigation is ongoing